Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a mildly tortuous, eccentric and mildly calcified de novo mid right coronary artery. A 190 cm balance middleweight elite (bmw) ii guide wire was used; however, the core seemed to be separated near the hypotube. The separation occurred inside an unspecified guiding catheter, and the guiding catheter became disengaged. Therefore, the separated distal portion of the bmw remained in the heart and the proximal end of the bmw was protruding out into the aorta. The separated distal portion was then retrieved from the anatomy using a snare device. There was no adverse patient sequela reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported kink and the reported detachment were able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial report, additional information was received. The patient presented with segment elevated myocardial infarction (stemi) and thrombosis. Therefore, an attempt was made to use an aspiration catheter. There was no resistance noted during advancement. However, when the catheter was being advanced over the bmw guide wire, an unspecified guiding catheter became disengaged from the ostium of the right coronary artery, and the bmw guide wire seemed to be kinked inside the aorta. Therefore, the aspiration catheter was removed from the anatomy and the guiding catheter was re-engaged. Then the bmw guide wire was removed from the anatomy. However, the distal portion of the guide wire (approximately 30 cm from the distal end) was found to be separated and in the artery in the angiography. Therefore, the distal portion was removed with a snare device and the entire system, including the guiding catheter, was removed together immediately to successfully complete the procedure. The thrombosis migrated to the distal part of the rca, and medication was administered to the patient. There was no adverse patient sequela reported. No additional information was provided.